Manufacturer narrative:
An evaluation of the returned driver found that the distal tip of the instrument had fractured and became separated. Inspection under magnification revealed circular fracture lines indicative of a torsional overload.

Manufacturer narrative:
No evaluation possible. The instruments have not been returned for evaluation nor has the identifying lot number(s) been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
While inserting a screw into the iliac, the tips of both arsenal screwdrivers snapped and broke. The case was successfully completed. No patient harm.